Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing an uncomfortable sensation with pacing, which was not diaphragmatic stim. The physician elected to explant and replace the lead. The lead was explanted and replaced. There is no allegation of lead malfunction. Patient didn't experience the adverse feeling to pacing with the new lead at the next day post operation check. Patient's condition was stable.